Event description:
The date of the event is unknown. Customer reported set "leaking at the elastic part of tubing (what fits in machine)". This was a complaint on one floor that happened three times with one patient. No patient harm was reported. The tubing for these events was not saved. Additionally, there was a separate leak (at the elastic part of tubing: at the silicone segment) on a different nursing unit. No patient harm was reported. The set was saved and was received by the manufacturer. No further details about patient or event are available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.